Event description:
Pt was found unconscious, early in the morning, due to hypoglycemia. Pt's spouse phoned emergency medical services and upon their arrival, pt's blood glucose reportedly measured 27 mg/dl on paramedics' blood glucose monitor). Pt stated that she was treated by paramjedics with "glucose 15" gel. No additional treatment was received. Pt noted that, at the time of the event, she had been ill with "stomach flu" and had stopped eating and taking normal medications. Pt indicated that she had not been able to test with the suspect device due to difficulty inserting the test strips into the monitor. Technical support requested the return of the suspect product and replacement rpoduct was shipped.